Event description:
It was reported that the pump " gives error codes and must be re-set". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.